Event description:
It has been reported to philips that the system did not boot up correctly. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that after the device is turned on, all user operation interfaces are unresponsive, and the shrinking device has not self-checked. Troubleshooting found that the intermittent power supply module had failed, resulting in the power supply (ps ui_coll_ID_unit) generating no output. To resolve the reported issue, the fse replaced the ps ui_coll_ID_unit, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.